Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "weak or bulbous tip due to wall thickness or durometer". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said these catheters are too flimsy and he doesn¿t like them. Per follow up with the customer on 9mar2020, he stated the catheters were flimsy and it made it difficult to void using the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said these catheters are too flimsy and he doesn¿t like them. Per follow up with the customer on 9mar2020, he stated the catheters were flimsy and it made it difficult to void using the catheters.